Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation summary: a review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that their compounding technician noted during compounding that there appeared to be liquid that was seeping out of the reservoir bag into the space between the bag and plastic as well as a couple drops of fluid discovered on the outside of the cassette. They were not present during the time of compounding to attest to any potential error that could have caused such an incidence. This event occurred at hospital and was operated by a health professional. This device is not available for evaluation. The event occurred immediately on use. There was no patient involvement and no patient harm/adverse event reported.